Event description:
It was reported that during a procedure at the user facility the collar fell off of the device. The procedure was completed successfully without a clinically significant delay; no medical intervention and no adverse consequences were reported. It was also reported that during testing conducted at the manufacturer facility the device was missing a pin. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The device is not a repairable device and will not be returned to the user facility.

Event description:
It was reported that during a procedure at the user facility the collar fell off of the device. The procedure was completed successfully without a clinically significant delay; no medical intervention and no adverse consequences were reported. It was also reported that during testing conducted at the manufacturer facility the device was missing a pin. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.